Event description:
The following was reported to davol by the patient's attorney (B)(6) 2015015 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, intestinal obstruction and mesh reconstruction. The attorney alleges the patient has suffered and will continue to suffer physical pain and the patient was injured severely and permanently. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia and underwent open repair with the implant of ventralex st mesh. Per operative notes, "small bowel adhesions to the hernia sac were dissected off and the bowel was returned back into the peritoneal cavity. A ventralex st (device #1) was introduced into the peritoneal cavity and sutured the patch to overlying anterior abdominal wall fascia through the retention straps of the patch". (B)(6) 2015 and (B)(6) 2015 - patient was diagnosed with abdominal pain, distention, intestinal perforation, recurrent incarcerated incisional hernia with small bowel obstruction and abdominal wall mass. (B)(6) 2015 - patient was diagnosed with swiss cheese recurrent incisional hernia and underwent enterolysis, laparoscopic repair with the explant of ventralex st mesh and implanted with ventralight st mesh. Per operative notes, "there was a ventralex st mesh (device #1) that was scrunched up in a taco-like fashion in the left lower quadrant. This contained adhesions to bowel and omentum, which took down carefully. Once the entire incarcerated bowel was freed, introduced a ventralight st (device #2) and secured." (B)(6) 2015 to (B)(6) 2015 - patient was diagnosed with abdominal pain, sepsis, incarcerated bowel obstruction and hospitalized with ventilatory support. (B)(6) 2015 - patient was diagnosed with peritoneal abscess, transverse colonic perforation, dense peritoneal adhesions and mass thereby underwent open enterolysis with explant of meshes (device #1 & #2). Per operative notes, "upon entry of the peritoneal cavity, there was pus and liquid feces evacuated. Superficial to the mesh, the abscess cavity was carefully explored and evacuated of all contamination. Posterior to the mesh, another abscess cavity was entered, and copious amounts of liquid stool evacuated. Excised the foreign body mesh (device #1 & #2).¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, mesh migration, nausea, emesis and severe abdominal pain and emotional injuries. It is alleged that the mesh was found to be "scrunched up in a taco like fashion". It was also alleged that few days post revision surgery, patient became seriously ill, developed abscess and perforation in the colon. It is alleged that patient underwent another surgery and both the meshes were explanted, ended up spending one month in the hospital and forced to have a colostomy bag.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced a obstruction and a hernia. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. It is also not known if the ventralex st mesh was explanted during the revision procedure. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct implant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, patient with complex medical history who also had alcoholic cirrhosis was diagnosed with sepsis, bowel perforation, small bowel obstruction, hernia recurrence, adhesions, abdominal pain thereby underwent repairs with ventralight st (device #2) and partial removal of mesh of about 3 months post implant of ventralex st (device #1). About 12 days later, patient was diagnosed with sepsis, bowel perforation, small bowel obstruction, abscess, peritonitis, hernia recurrence, abdominal pain thereby underwent repair with removal of meshes (device #1 & #2). Per op notes, "ventralex st mesh (device #1) that was scrunched up in a taco-like fashion in the left lower quadrant." The instructions-for-use supplied with the device lists adhesions and infection as possible complications. In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." This supplemental emdr represents the ventralex st (device #1). An additional emdr was submitted to represent the ventralight st (device #2). Note :section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced a obstruction and a hernia. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. It is also not known if the ventralex st mesh was explanted during the revision procedure. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia. A ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, intestinal obstruction and mesh reconstruction. The attorney alleges the patient has suffered and will continue to suffer physical pain and the patient was injured severely and permanently.